Event description:
It has been reported to philips that the allura system would not fluoro. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Attempts to gather additional information regarding the patient and the procedure outcome were made with due diligence as per the good faith effort but was unable to gather any further details. A philips field service engineer (fse) inspected the system onsite and identified the issue with the image processing pc (ip-pc). Fse replaced the ip-pc and its hard disks and reinstalled the software, which temporarily resolved the problem. However, the issue re-occurred (3003768277-2023-03507). The image processing software was reloaded and as a pre-caution the ippc was again replaced. The replaced ippc was returned for analysis and no malfunction was identified with the ippc. Onsite and system log analysis indicated that malfunction of the system¿s power distribution unit was the source of the problem. After replacing the front panel of the power distribution unit, the system was returned to use in good working order. The codes were updated based on the investigation outcome.